Manufacturer narrative:
An event of the valve leaflets opening and closing abnormally was reported. The device was received for examination and no anomalies were found. The valve was sent for functional testing which confirmed that the valve functioned normally, with the leaflets moving with no asynchronous motion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that a valve of the same size was successfully implanted. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 21mm sjm regent heart valve was selected for an implant. A rubber hose was used to test leaflet function. During the procedure, after implantation of the valve, the physician found that the valve leaflet opened and closed abnormally, and then replaced with a new 21mm sjm regent heart valve that successfully completed the procedure. The patient received warfarin sodium post procedure. The patient is stable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 19mm sjm regent heart valve was selected for an implant. A rubber hose was used to test leaflet function. During the procedure, after implantation of the valve, the physician found that the valve leaflet opened and closed abnormally, and then replaced with a new 19mm sjm regent heart valve that successfully completed the procedure. The patient received warfarin sodium post procedure. The patient is stable.